Event description:
It is reported that a customer had a no delivery alarm because he was trying to give himself a correctional bolus and that is when received the alarm. The customer's blood glucose level was at 343 mg/dl. The customer stated he has high blood glucose do to drinking five cups of coffee. The customer does not want to return his insulin pump or the reservoir for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.